Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to a defective blue cable. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the isi clinical sales representative (csr) and was informed that the issue was resolved by replacing the defective blue fiber cable. No site visit was required by the fse. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the caller called for assistance. Investigation revealed multiple errors that may have been related to the system issue. A review of the procedure logs could not confirm a unilateral inguinal hernia took place on (B)(6) 2022 via system (B)(4). The root cause is attributed to a defective blue fiber cable. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the customer was receiving multiple repeated recoverable faults. The surgeon made the decision to convert to open surgery after the system encountered multiple repeated recoverable faults related to the blue fiber cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer was getting 252 and 23210 errors. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse found errors 23, 40, 54, and 31243 in logs. The tse instructed the caller to clean both ends of all fiber cables and fiber jacks and reseat them. The surgeon was going to convert the case to either open surgery or laparoscopic surgery (unknown at the time of the call). There was no injury to the staff or the patient. Intuitive surgical inc. (Isi) followed up with the isi clinical sales representative (csr) to obtain additional information: the procedure was converted to open surgery because the blue cable from the surgeon console lost connection with the vision cart. Multiple restarts were performed but did not fix the issue. The patient did not have any complications after converting. The issue was identified from error codes, the blue cable was replaced, and the robot has been working correctly since then.